Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56 mm abdominal aortic aneurysm. It was reported that CT from approximately two years later showed a type ia endoleak. As per the physician, the cause of the event is disease progression. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received reported that a secondary intervention was carried out approximately 2 years 5 months post index procedure. It was reported that four endoanchors were implanted in the proximal neck to prevent further neck degeneration. It was planned to embolise the right internal iliac artery during the procedure but as this did not work due to difficulty in tracking a catheter in, an endurant ii stent graft limb was implanted instead and the internal iliac artery covered. It was confirmed that due to disease progression in the distal right iliac the physician couldn't tell if there was a type ib endoleak, so it was decided to extend the right limb to the external iliac artery. If information is provided in the future, a supplemental report will be issued.